Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient with a new device. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on december 19, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 16, 2024.

Manufacturer narrative:
The initial MDR submitted on august 24, 2023 was filed inadvertently. IV antibiotics were administered as prophylactic. This report is submitted on october 25, 2023.

Event description:
Per the clinic, the patient hit the implant site resulting in an open wound and an infection at the implant site that was treated with IV and oral antibiotics. On (B)(6) 2023 there was a skin-flap revision to close the wound. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on aug 24, 2023.